Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'won't detect door open' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper hook switch found not opening on door open. The upper aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump did not detect an open door during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.